Event description:
As reported by a foreign agent: "physician felt high friction when advanced a lead through this sheath, then removed lead, injected contrast medium through the sheath, noted contrast medium leak out the side of the vessel, abandoned implant to err on the safe side. The physician comments the vessel might be damaged when punctured in the first place. No adverse patient effects has been reported."